Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 sensor failed to pair with the ilet, resulting in loss of cgm data to the ilet while readings continued on the phone app; the user had recently added a receiver and attempted multiple pairing steps, and the sensor ultimately paired after an ilet restart. Symptoms included hyperglycemia with a reported maximum blood glucose of 400 mg/dl. Outcomes included approximately four hours above target and temporary cessation of automated dosing, with the user reverting to subcutaneous insulin via pen; no ketone testing, medical intervention, or hospitalization occurred. Investigation included guided troubleshooting, including verifying the sensor code, toggling cgm model settings, re-entering the pairing code, waiting for pairing, and restarting the ilet. Investigation of this case revealed a pairing failure between the ilet and the dexcom g7 that resolved after device restart, consistent with a communication or connectivity issue between the ilet and the sensor system. It was concluded, based on previously established findings for similar reports, that the cause was a transient communication malfunction that was resolved with a device restart.